Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "up" and "down" buttons were found to be intermittently responsive. The keypad was removed and contamination was observed under the button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the 'up' and 'down' buttons were found to be intermittently responsive. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim and pink. (B)(6).